Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 500 mg/dl. Customer reported blank display. Customer stated that battery cap neither damaged nor corroded. It was unknown that auto mode was used or not. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.